Event description:
Hosp has had 4 infusion pumps experiencing over-heat problems with the battery/power supply. 4 pumps that appear to have problems with the battery shorting out causing the power supply to overheat. The first pump was reviewed back from baxter with no communication of a potential problem involving the battery. The second pump is still at baxter for further analysis (which they haven't started). The telephone calls placed by the biomed tech responsible for the pumps have either not been returned or provided little guidance and/or concern over what hosp has been experiencing.